Manufacturer narrative:
(B)(4). Concomitant medical products: 00595203010 - articular surface use with plate 3,4 size yellow/c-h 10 mm height - 61755645. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 10 years post implantation, the patient was revised due to pain and tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00595203010 - articular surface use with plate 3,4 size yellow/c-h 10 mm height - 61755645. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 10 years post implantation, the patient was revised due to pain and tibial loosening. Attempts have been made and no further information has been provided.